Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. The patient experienced a right anterior chest wall hematoma at the impella insertion site. It was noted to be stable. A vascular surgeon was consulted to which it was suspected to be an iliopsoas hematoma ftom a spontaneous bleed from anticoagulation, as an intraaortic balloon pump was placed on the right femoral artery and unable to visualize any procedures done on the left femoral artery. Subsequently, hematology was consulted for spontaneous bleeding of unclear etiology. The patient recovered with no sequelae.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella IFU: impella cp with smartassist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The cause of the access site bleeding issue was most likely patient condition related, based on provided clinical details. E4 should have been left blank on manufacturer device report 1220648-2024-25189. G2 report source; study was inadvertently omitted from manufacturer device report 1220648-2024-25189. H10 incorrect instructions for use for the impella cp were inadvertently included on manufacturer device report 1220648-2024-25189.